Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the procedure to revise the lead on (B)(6) 2019, the ipg stopped communicating. The ipg was put into surgery mode prior to the procedure. Bipolar cautery was used during the procedure. The ipg was replaced and the patient has effective therapy post operatively.